Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21 mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to stenosis. A 9750tfx 20 mm transcatheter valve was implanted.

Event description:
It was reported that a model 3300tfx 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years, 8 months due to motion restriction, severe stenosis, and calcification. The patient presented with chf exacerbation. A 9750tfx 20mm transcatheter valve was implanted. Per medical records calcification of the aortic valve mainly affecting the non and right coronary cusp(s).

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is patient factors, including patient history of hyperlipidemia (hld). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.